Event description:
(B) (4) same case as 2134265-2010-00433 and 2134265-2010-00434. It was reported that post a coronary artery drug-eluting stenting treatment procedure, restenosis occurred. The first lesion was concentric, 52% stenosed, measured 2.6mm in diameter and 12.9mm in length and was located in the proximal left circumflex artery which contained a bend of less than 45 degrees. The lesion was predilated with an unknown balloon and a 2.75x12mm taxus express2 stent was placed in the lesion. Post stent placement stenosis was reduced to 22%. A second 99% stenosed eccentric lesion measuring 36.2mm in length was located in the second obtuse marginal artery which contained a bend of less than 45 degrees. A 2.75x12mm and a 2.5x24mm taxus express2 drug-eluting stent were placed in the lesion without post-dilation. The residual stenosis post stenting was measured to be 18%. No patient injuries or complications occurred. Patient status was satisfactory. Six months post procedure, the patient was diagnosed with asymptomatic ischemia. Ten months post procedure the two stents placed in the 2nd obtuse marginal artery were noted to be 68% re-stenosed.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.